Event description:
Lasik procedure done to both eyes in 2005. Both eyes overcorrected. Both eyes redone about 7 months later. Right eye then measured 20/20, left eye measured somewhat less, at any rate eyes seem 'out of balance' with each other and both suffer from moderate to severe dryness. Prescribed restasis and am still using it daily, but no real improvement to the dryness. I can read better with the left than the right and distance is better with the right. Night vision not too bad, but that may be as much from age than from procedure. No 'starbursts' around lights anymore, but there is a slight halo effect around oncoming headlights. Tolerable. Life is better without the glasses and I would do it all over again, but maybe not with same surgeon. Shopping for the right one seems difficult.